Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming air in line. Per reporter, the patient was advised to acknowledge the alarm, tap on the cassette and restart the pump, but the pump continued alarm. The silver clamp bar was locked so no additional trouble shooting was done. Per reporter, the event occurred while use with patient at home. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.